Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clotting was observed on three units of theranova 500 during treatment with an unspecified number of patients. It was not reported if the blood was returned to the patients. There was no patient injury or medical intervention associated with this event. No additional information is available.